Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05354. The pt had two, 3146 leads from the same lot but one was for off-label use. It was reported the pt never received effective stimulation/coverage. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.